Event description:
Surgeon provided following case details to bme on (B)(6) 2015 regarding a broken hammerlock implant. Initial hammertoe correction implantation took place (B)(6) 2012 using one hammerlock, size unk. During f/u visit on (B)(6) 2012 it was noted in medical record that implant may have fractured. X-ray later confirmed on (B)(6) 2012 that implant had broken. Patient underwent revision surgery with explant on (B)(6) 2014. No other details provided.